Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01723. This report is being submitted as additional information. The patient weight was not provided. The serial number of the device was requested but was not provided, therefore the manufacture date, device unique identifier (UDI) are unknown manufacturer's investigation conclusion: evaluation of the submitted log files confirmed a no external power event on (B)(6) 2018 , while the system was connected to the mobile power unit (mpu). The system was temporarily supported by the internal backup battery until external power was restored 4 sec later. The captured event appeared due to an interruption in ac power to the mpu, however, a specific cause could not be conclusively determined. No other atypical events were captured. The system showed normal device operation above the low speed limit for the duration of the log file. Despite requests, no further information was provided. The patient was asymptomatic. The heartmate ii patient handbook explains all alarms, including the no external power alarm, and explains how to troubleshoot them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during device interrogation a no external power alarm observed on (B)(6) 2018. The log file was submitted for evaluation. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and observed the no external power alarm while the patient¿s lvad system was connected to the mobile power unit (mpu). This looked like the power cord came loose from the back of the mpu. No further information was provided.